Event description:
It was reported that this insertable cardiac monitor (icm) prematurely depleted after approximately 1 year of being implanted. The icm remains in service and no adverse patient effects were reported.